Event description:
A company representative reported that two ozark view plate screws at c5 fractured post-operatively. Revision surgery has not been performed or scheduled. This report captures the first of two ozark plate screws.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that two ozark view plate screws at c5 fractured post-operatively. Revision surgery has not been performed or scheduled. This report captures the first of two ozark plate screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.